Manufacturer narrative:
Vyaire medical complaint number: (B)(6). Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The unit was powered on with a known good ac adapter, a known good lung, and a known good circuit connected. The unit powered on and boot up with no issues, however, minutes after the unit was powered on, the unit alarmed for ¿patient circuit fault¿ alarm conditions. Bench testing determined that this was caused by a non-conforming pressure module. Vyaire medical replaced the pressure module to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator was alarming check circuit constantly. While in service, it was determined that the alarm was due to a faulty pressure module. There was no patient involvement associated with this reported event.